Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: lens glue was missing from the charged coupled device and light guide lens; glue was lifting from bending section rubber; probe lens was loose; water ingress found inside plug unit; all angulations were out of standard value; and play was evident in both angulation wheels. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: g3, h2, h4, h6, and h10.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the scope communication errors e315 and e216 and was sent out of caution. However, these were found to be non-reportable.per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had error codes e315 (scope error) and e216 (scope communication). The event occurred during a procedure. There was no patient harm associated with the event.